Manufacturer narrative:
The reported was not duplicated but the front board was replaced by the service center. (B)(4).

Event description:
Covidien received a report of a n-560 display missing segments. No patient harm was confirmed.